Manufacturer narrative:
All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart tests. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functioned properly during the basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Device had a small crack on the battery tube threads and on the reservoir tube.

Event description:
The customer reported via phone call that the insulin pump was not delivering all of the bolus doses. The customer would check the bolus history and noticed the right amount was not recorded and would have to bolus again. Blood glucose value was over 300 mg/dl. The customer was unable to perform the high pressure test as she did not have a tubing clamp. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.